Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was discovered that the cpu circuit board's backup battery was at a low of 2.8 vdc. The battery was replaced and the cine drive reformatted. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9800 would not fluoro. There was no adverse pt involvement reported. There was no pt info reported.